Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received an inappropriate treatment in response to oversensing of low amplitude cardiac signal and motion artifact. At 02:37:40, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 30 bpm with low amplitude cardiac signal and motion artifact. The patient's post-shock rhythm was asystole with unconducted p waves and motion artifact. From 02:38:40 to 02:42:19, the patient's rhythm was intermittently asystole with unconducted p waves and CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 03:21:29. The patient passed away on (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.